Event description:
It was reported that the patient had a infection at the battery site. Surgical intervention and the ipg was explanted. The patient is on antibiotics to resolve the infection and no further information is available.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.